Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open procedure, the patient's wound at the knee had dehiscence due to the suture and patient had to be brought back to the surgery.